Event description:
It was reported the patient had a lead revision due to lack of coverage. The device system worked fine post revision surgery for about thirteen months (refer to manufacturer report # 3004209178-2009-00220 for more details).